Manufacturer narrative:
Test results identified that one of the critical chemical attributes of water quality were above the maximum requirements. The advantage plus pass-thru instructions for use (IFU) states "potable water is the minimum standard, ro water is preferred. Steris recommends the use of a high quality water pre-filtration system that filters incoming water to 1 micron. The high performance 0.2 micron (absolute rated) water filters included with the reprocessor are highly effective at removing microorganisms and particles larger than 0.2 microns. Appropriate pre-filtration and regular disinfection are required to maintain the performance of this filter. The routine maintenance schedule recommends replacing the 0.2 micron water filter every six months or sooner, depending on the pre-filtration system and the quality of the incoming water. If the filter clogs to the point of noneffectiveness, the reprocessor will alarm and will not continue until the filter is replaced." The technician notified user facility personnel of the water quality test results and that their incoming water quality is not meeting the required operating conditions. The user facility has committed to making the necessary improvements to address their incoming water quality. No additional issues have been reported.

Event description:
The user facility reported that the filters of two advantage plus pass-thru units require replacement every 2-3 days. As a result, multiple patient procedures were postponed as the user facility did not have alternative reprocessing methods available. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and confirmed the micron filters were clogged. To resolve the issue, the user facility replaced the filters. The units were tested, confirmed to be operating according to specification, and returned to service. The technician collected water samples to test the facility's incoming water to ensure that their incoming water supply remains within the unit's operating requirements; results are pending. No additional issues have been reported.